Event description:
The customer obtained multiple, unexpected, vitros amon quality control results from a vitros lpvii fluid on a vitros 250 chemistry system. Qc fluid level 2 = 233.4, 232.1, 217.3, 358.6 vs. An expected result = 295.5 ug/dl; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were run or were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, unexpected, vitros amon quality control results were obtained from a vitros lpvii fluid on a vitros 250 chemistry system. An ocd fe performed service actions to return the vitros 250 instrument to expected performance. The root cause of the event is most likely analyzer event. There was no evidence that a reagent related issue contributed to the event.